Manufacturer narrative:
Multiple follow-ups with customer were attempted and no more information could be provided. No conclusion can be drawn at this time, product not available for evaluation. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
The customer reports that there was an "inflammatory reaction after a knee arthroscopy on a hand wound and on the palmar side of the hand during use, when closing the device."